Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000518 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and body fluids were dripping backward from the hemostatic valve of the vizigo. It was reported that after intrabody puncture, when there was no insertion of wires or catheters into the vizigo short, a phenomenon was observed where body fluids were dripping backward from the hemostatic valve of the vizigo short. It was determined that there were no issues with the procedure itself, so no replacements were made. No adverse patient consequence was reported. Additional information was received which indicated that blood return was observed. A few drops were lost; however, the exact amount is unknown. The sheath was being used on the patient and no air entered the patient¿s body. No needle product was used with the vizigo sheath.